Event description:
It was reported that a spectrum pump displayed system error 341 during therapy in the intensive care unit. The customer also stated that the device was swapped out and that there was no pt injury (medication, programmed amount and delivery date unk).

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 341 message which was confirmed through observation of the event history log, but not reproduced. Eval was unable to reproduce the reported symptom and no component could be identified for causality.